Event description:
The technician alleged the brake pedal would set into brake mode and appear brakes are set; however, the foot brake casters would not hold. No injury reported.

Manufacturer narrative:
The technician found the brake link was missing. The technician replaced brake link to resolve the issue.